Event description:
This report is being filed after the subsequent review of the following journal article: hannibal m, thomas d, low j, hsu and zucherman, 2007. Volume 32, 2322-2326 USA a comparison of 1-level versus 2-level arthroplasty patients with a minimum 2 year follow up volume 32, number 21, pp. 2322-2326 USA the purpose of this study to determine if there is a clinical difference between the 1-level prodisc-l patients versus the 2-level prodisc-l patients at a minimum of 2 years of follow-up. The study population included a total of 59 patients with an average age of 39 years, 38 males and 21 females. There were 27 patients who received prodisc at one level and 32 who received prodisc-l at 2 levels with at least two years follow-up. Various assessment tools were filled at the initial preoperative visit well as each subsequent postoperative visit at 6 weeks, 3 months, 6 months, 1 year, 18 months and 2 years. Complications: one patient experienced an intraoperative tear in the iliac vein on patient experienced postoperative radiculopathy and underwent laminotomy one patient experienced left external iliac thrombosis and underwent thrombectomy one patient had a femoral artery thrombosis and underwent thrombectomy 2 patients experienced foot drop one patient had a l3-l4 microdiscectomy this report 2 of 6 for (B)(4) this report is for a prodisc -l with an unknown part number, lot number and quantity a copy of the literature article is being submitted with this medwatch

Manufacturer narrative:
Device used for treatment not diagnosis literature citation: hannibal m, thomas d, low j, hsu and zucherman, 2007. Volume 32, 2322-2326 USA a comparison of 1-level versus 2-level arthroplasty patients with a minimum 2 year follow up volume 32, number 21, pp. 2322-2326 USA this report is for unknown prodisc-l implant, inlay . UDI # unknown part and lot number, UDI is unavailable. (B)(6). (B)(4). For one patient experienced an intraoperative tear in the iliac vein and 2 patients experienced foot drop. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.